Manufacturer narrative:
Clarification section d: device is unknown mammary, which defaults to a saline device and its coding. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the right-side. Device has been explanted.